Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the vitrectomy probe did not cut properly during a vitrectomy procedure of the left eye. The condition of aspiration is unknown. The cassette was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and found non-conforming. White foreign material was observed on the needle. Aspiration testing was performed and found conforming. Cut testing was performed and found non-conforming. Actuation testing was performed and found non-conforming. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, the cutting edge, and several areas along the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was deemed nonconforming, and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. The complaint evaluation confirms that the probe had a cut issue. Unrelated to the reported issue, the sample evaluation results also indicated that the probe had an actuation issue. The root cause for the cut issue, actuation issue, and the foreign material observed on the needle is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action is being taken as it appears that the cutter not working was due to excessive use of the probe by the user. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).